Event description:
It was reported that during a laparoscopic gastric tube formation procedure, the jaws did not open when the device was used on the blood vessel of the greater curvature. The device was released by pulling the trigger from the handle. When the device was fired out of the patient, the opening/closing of the jaws was not proper. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the incident occurred at the 12th firing. No damage on the target tissue was confirmed. The clip was fed into the jaws properly before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of the firing. The device was not fired across something hard such as a clip.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and the orange indicator did not show up; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However; an investigation has been initiated to address the potential root cause of opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.